Event description:
This MDR is based on preliminary info rec'd, has not conclusively determined the cause of the adverse event. During a lap sigmoid resection, the surgeon delayed the case due to the "graininess" on the monitor. The or mgr swapped out the camera ccu, camera head, and telescope, but the complaint was not resolved and the picture remained pixelated. The dr made the decision to abandon the laparoscopy procedure and perform open surgery. The hosp reported that there was no adverse effect to the pt.